Event description:
Diprivan plugged into neutral displacement catheter tip and luer connector secured. On next rounds rn noted diprivan tubing on the floor, green tip of connector protruding from neutral displacement cap. It appears the white "threads" surrounding the green soft tip broke away completely. New tubing and new neutral displacement cap attached to IV, medication resumed. No injury to patient.